Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that temp basal was running longer than programmed. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/10/2017 with the following findings: a review of the pump¿s black box showed no evidence that the ¿temp basal is running longer than programmed.¿ during investigation, a temp basal program with a four hour duration was programmed in the pump for testing purposes. After four hours, the temp basal was successfully completed. No extra duration time was noted. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of a history issue was not duplicated during investigation.